Event description:
It was reported that the patient with this right ventricular (rv) lead had undergone a lead revision. This lead remains in service. No additional adverse patient effects were reported. Additional information received indicated that this rv lead was dislodged. This lead was repositioned and still remains in service. No additional adverse patient effects reported.

Manufacturer narrative:
This report contains corrections to fields: b5:describe event or problem h6: device codes if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had undergone a lead revision. This lead remains in service. No additional adverse patient effects were reported.